Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 10. The patient's ultrafiltration reading was 29ml, indicating the drain volume was 114ml. The largest prescribed fill volume was 85ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(4) 2010. According to the nurse, she was aware that the patient previously had catheter issues. The nurse stated that since this event, everything had been resolved and the patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that one ats45 was returned instead of ets45 device. The device was received in good visual condition and with a blue reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Gastric bypass procedure, on the 4th firing with a cartridge the staples were malformed about a centimeter at the proximal end of the staple line. The malformed staples were picked out and suturing were used to over sew the staple line were the staples were malformed. The procedure is still being performed, but the patient is doing well. (B)(4)